Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted there was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead developed a cosmetic depression while in vivo. (B)(4). Concomitant products: addrl1 implantable pulse generator, implanted: (B)(6) 2013: 5076-52 implantable pacing lead, implanted: (B)(6) 2005.

Event description:
The lead was returned and analyzed and tested out of specification. No patient complications have been reported as a result of this event.